Manufacturer narrative:
Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. There is no indication that the lens was implanted. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a translation error on the box/carton of an unknown number of zcb00 intraocular lenses (iol). The boxes/cartons are labeled as a diffractive multifocal iol, however, the products are in fact monofocal lenses. No additional information was provided.